Manufacturer narrative:
Product event summary: at analysis the stated reason for return was confirmed, the touch screen was out of specification. It was additionally noted that errors were found in the update history and the stylus was damaged. The touch screen and stylus were replaced and the touch screen calibrated. The device was cleaned. It passed its electrical safety test and all final functional and systems tests.

Event description:
It was reported that the programmer was returned because of its "screen." Analysis determined that its touch screen was out of specification. The programmer was returned for service. No patient complications have been reported as a result of this event.